Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the returned device analysis did not confirm the reported leak. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Patient codes: 2199 labeled na device codes: 1354 labeled internal file number - (B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leak in the steerable guide catheter (sgc). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. After inserting the sgc, the hemostatic valve was not working and air was noted inside the sgc. The sgc was removed and replaced with a new one. The procedure was completed by implanting one clip, reducing the mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.